Event description:
It was reported that a revision was performed due to loosening.

Manufacturer narrative:
The affected device was returned and evaluated. The research and development team performed a visual and macroscopic examination which revealed damage to the perimeter of the implant. Cement was present in the cement pocket. The patella component showed damage on the edge of the implant. Based on the visual analysis the factors that could have contributed to the patella component loosening could not be determined. A review of complaint history revealed that this is the first complaint we've received for this device/ failure mode. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.